Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end light guide fibers glass was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunctions is traced to component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had corrosion of cover glass. The event had occurred during the reprocessing. There was no patient involvement.